Event description:
The company was informed that during cochlear device implantation; only partial insertion of the electrode array was successful. It was later reported that due to the partial insertion, the pt was not receiving benefit with her device. Also, the pt's device was reported to be extruding. Due to these conditions, the doctor decided to explant the pt's device, and to not reimplant another device. The pt's device was explanted.